Manufacturer narrative:
Date of event is estimated. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported the patient's system was explanted. Reason for explant is unknown.

Event description:
Additional information received indicates the ipg is not liable.